Event description:
The patient was undergoing a coil embolization procedure. In the splenic artery, using packing coil lps and a lp system detachment handle (handle). During the procedure, a packing coil lp would not detach with the handle and manually. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note, that the following sections are being updated, based on additional information provided by the sales representative on 11/29/2021: please note, that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative, indicated that the device was disposed of. And is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided. Therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02039. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02039.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps and a lp system detachment handle (handle). During the procedure, a packing coil lp would not detach with the handle and manually. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.